Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the thoracic probe had been damaged during use. The patient had very hard bone and the tip was found twisted after use. There was no impact to the patient. The procedure was completed without surgical delay.